Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 27 mmol/l. Customer also reported that the introducer needle was fractured in the body. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. Customer reports that they did not receive medical treatment as a result of needle fracturing while in the body. The customer declined troubleshooting for high blood glucose level. The reservoir was not returned for analysis.